Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
This information was not included with the initial medwatch report.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 600 mg/dl. Customer reported that the drive support cap is damage. Customer also reported that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Customer stated that insulin finally exited from tubing with manual prime. Customer treated her high blood glucose with a bolus. Product is being returned and replaced.